Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 7.1 mmol/l. Customer stated the pump alarmed power error. The customer was assisted with trouble shooting. The customer is using a minimed 620d/640d with software version 2.6, was offered pump replacement. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Fault number = hardware low level failures: line number = 408; file number = 32025; variable info = 09 00 00 00 00 00 00 00 00 3c. Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Pump error hardware low level failures alarm (variable info=9) confirmed in the insulin pump history and during self test due to software error. Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.